Manufacturer narrative:
D1, d4: product identifier is unknown. G4: product identifier is unknown. Hence, 510k is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, regulatory body) regarding a patient having cervical sp ine laminoplasty. It was reported that surgeon implanted screw. The flat top of screw head broke off in the process and surgeon was unable to remove stem, so it was left in place. There were no patient symptoms reported. There were no further complications reported regarding the event.